Event description:
It was reported, the pt had been experiencing pain in his back. A CT scan showed a potential fracture in the lead. The physician has been unable to confirm this. The pt reported receiving effective stimulation coverage. The pt is working with the sjm rep and the physician to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.